Event description:
The physician intended to use the closurefast catheter to treat the short/dual saphenous vein as per IFU. The procedure was successful. It was reported post procedure the patient suffered a venous thrombosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.